Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a large number of bubbles appeared when using the dialysis catheter. Confirm that the position is correct. When unplugging, a large number of bubbles appeared when pumping water. There was a problem with the reverse flow of the catheter. There was a problem with the catheter. No other information was provided.

Event description:
It was reported that a large number of bubbles appeared when using the dialysis catheter. Confirm that the position is correct. When unplugging, a large number of bubbles appeared when pumping water. There was a problem with the reverse flow of the catheter. There was a problem with the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. Three photographs of a niagara slimcath were returned for evaluation. An initial visual observation of one of the photographs showed what appeared to be a niagara slimcath in a plastic bag. Use residues were observed on the sample in the returned photograph. No damage or details of the device in the returned photograph. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of air infiltration was not confirmed because the problem could not be reproduced. The product returned for evaluation was a 20cm dual lumen niagara slimcath catheter. Use residue was observed on the sample. An attempt to flush the catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks. Microscopic inspection of the catheter did not reveal any damage or deficiencies. The complaint of air infiltration was not reproduced during evaluation of the sample. However, clinical conditions that cannot be reproduced may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a large number of bubbles appeared when using the dialysis catheter. Confirm that the position is correct. When unplugging, a large number of bubbles appeared when pumping water. There was a problem with the reverse flow of the catheter. There was a problem with the catheter. No other information was provided.